Event description:
It was reported that following a right hemicolectomy procedure performed on (B)(6) 2012 the patient experienced excessive bleeding within a 24 hour period post-operatively. A gia stapler was also used during procedure. Patient required blood transfusion post operatively. Device was discarded. There was no other reported patient consequence reported.

Manufacturer narrative:
(B)(4). The device was not returned.